Event description:
In 2003 during an incident involving a pt in cardiac arrest, this unit prompted "battery low" at power on and "service mandatory" during operation with both batteries. CPR was performed during AED set and battery change. Als arrived prior to the second battery failure and took over pt care. The pt was transported to a hosp. Pt care was not compromised. The unit and batteries were checked at the start of tour. The pt had a history of hypertension and diabetes.